Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms of dizziness, tiredness, tremors, sweating, loss of consciousness, and was unable to self-treat. Emergency services were called and a healthcare professional (hcp) measured the customer's glucose levels. The customer was then taken to the hospital, where unspecified treatment was provided for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.